Manufacturer narrative:
Age at time of event: 80's. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07902; 2134265-2016-07903 and 2134265-2016-07905. It was reported that stent thrombosis occurred and the patient had died. In (B)(6) 2016, the patient underwent a percutaneous coronary intervention. The target lesion was located in the coronary artery. The procedure was completed with implantation of four synergy drug-eluting stents in the target lesion. About ten days later the patient died. The physician suspected the cause was stent thrombosis.